Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to low blood glucose. The customer stated that she was not told to be disconnected during prime. The customer had not experienced low glucose in the past, but had high blood glucose instead. The customer has switched from apidra to u500 insulin. The caller stated that the insulin pump has not been exposed to a high magnetic field. The blood glucose reading at time of call was 413mg/dl. No further information was provided.